Event description:
Additional information stated the patient continued to experience stimulation in his ribs. It was stated that during reprogramming s essions, manufacturer representatives were able to ¿cover some but not all the areas¿ and that ¿either hours or days later, the signal would migrate into the patient¿s abdomen and ribs.¿ the patient noted he was told his stimulation issue was ¿due to lead migration¿ and was advised to get an x-ray done. It was reported the patient underwent an x-ray and found ¿the lead was exactly where it was supposed to be.¿

Event description:
It was later reported that the patient was worried and frustrated with the pain. He was not happy that he was not getting the results he expected from the device. The stimulation would also go into his stomach area following reprogramming. On (B)(6) 2013 his device was reprogrammed so he could feel stimulation in the right thigh area and other areas of pain. The pulse width and rate was decreased along with various different programming options. He has been having these issues since implant. It was clarified that the lead was replaced during the second revision. The ins was also replaced but it was unclear when this occurred.

Event description:
The patient underwent two revisions. The first revision was due to the lead moving but the device was not "working right" prior to that. The lead was put back into place but no testing was performed and they "just went with it." He felt that the lead did not work in that location prior. He then had a second revision but there were some trouble with anesthesia so he was not able to be woken up. It took a long time to "carve out the scar tissue in his spine." The stimulation was in the right location when programmed at the doctor's office but by the time he got home "it had already started to move." He then experienced stimulation in the wrong location and a loss of therapeutic effect. He had increased baseline pain and stimulation that goes up into his ribs two days after reprogramming. He has had countless sessions with the programmer and he could not make it work. The device does not work but then clarified that "it works when it works, but does not stay out of his ribs." He has had several different company representatives reprogram his device for two hour sessions. He felt he was "not getting anything out of it." It was noted that the stimulation was great at the clinic when sitting. He would like to have someone spend the day with him at work to see if the device could be programmed to stay out of his ribs. The stimulation has been turned off for days due to the stimulation being in his ribs. He would consider the device successful if he could run on the beach again and go back to the gym. It was thought that he would not reach 50% of his goal. He was close to having the device explanted. It was clarified that the stimulation sensation that he feels moves up to his ribcage a short time after programming, each time he was programmed. A new reprogramming session was going to be scheduled. His physician thought that he will not be satisfied with the device due to having many issues. It was unknown why the therapy was not working for him. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-p4, lot# n330919. Product type: accessory: product ID 365538, lot# n320472. Product type: accessory: product ID 355531, lot# n336190. Product type: screening device: product ID 3550-39, lot# n315387. Product type: accessory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient turned his device "down so low" due to the stimulation in his ribs that it "doesn't help me anymore." It was noted that the first revision was the paddle lead in the patient's spine. Additional information reported that the stimulation was also moving into the patient's stomach. Additional information reported that the patient was getting stimulation in the chest.